Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a procedure for tricuspid valve repair. The patient was shocked for t wave oversensing. Post procedure the patient developed right bundle branch block. Now the patient is failing in all vector. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported. Additional information was received, this device was reprogrammed which resolved the issue. The patient was sent home with a life vest and therapy turned off. They will continue to monitor the rhythm. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, noise was noted in all vectors while patient had the life vest. After it was removed, noise was still present. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a procedure for tricuspid valve repair. The patient was shocked for t wave oversensing. Post procedure the patient developed right bundle branch block. Now the patient is failing in all vector. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported. Additional information was received, this device was reprogrammed which resolved the issue. The patient was sent home with a life vest and therapy turned off. They will continue to monitor the rhythm. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a procedure for tricuspid valve repair. The patient was shocked for t wave oversensing. Post procedure the patient developed right bundle branch block. Now the patient is failing in all vector. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported. Additional information was received, this device was reprogrammed which resolved the issue. The patient was sent home with a life vest and therapy turned off. They will continue to monitor the rhythm. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, noise was noted in all vectors while patient had the life vest. After it was removed, noise was still present. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a procedure for tricuspid valve repair. The patient was shocked for t wave oversensing. Post procedure the patient developed right bundle branch block. Now the patient is failing in all vector. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a procedure for tricuspid valve repair. The patient was shocked for t wave oversensing. Post procedure the patient developed right bundle branch block. Now the patient is failing in all vector. Technical services (ts) discussed possible reprogramming options. No additional adverse patient effects were reported. Additional information was received, this device was reprogrammed which resolved the issue. The patient was sent home with a life vest and therapy turned off. They will continue to monitor the rhythm. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, noise was noted in all vectors while patient had the life vest. After it was removed, noise was still present. This s-ICD remains in service. No adverse patient effects were reported.